Event description:
Patient reported, left side "exchange from textured. To textured to smooth, due to the patient concern of the implant. And had a breast infection in 2019". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection".